Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed; no product was returned, therefore visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical products: drill pin and screw inserter catalog#: 00590102100 lot#: ni. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a total knee arthroplasty, while trying to fix a femoral distal cutting block, the pin broke inside the pin inserter. It was reported the pin wasn't properly seated in the track inside the inserter. The customer stated there was no impact to the patient.